Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lots met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation. The second rupture and the death portion of this event is considered attributed by the patient condition for the following reasons: the patient had a pre-existing rupture of the false lumen; it was stated that the aim of the initial procedure was to cover the primary entry tear rather than exclude the entire ruptured false lumen making the likelihood of continued perfusion through a distal fenestration more likely.

Event description:
On (B)(6) 2015, the patient underwent an emergent endovascular repair of a ruptured descending thoracic aortic dissection using a conformable gore tag thoracic endoprosthesis (tgu404015j/13274418). Tgu404015j was implanted in zone 3 to cover the primary entry tear. There was almost no landing zone, but the physician determined to implant the device in zone 3 because the patient was not in the condition to tolerate an open surgery for debranching. Final angiography showed no endoleak. The procedure was concluded with no reported issues. On (B)(6) 2015, the persistent bleeding was observed from the aortic dissection. Cta images showed a proximal type I endoleak. The patient underwent a total debranching procedure, and a conformable gore tag thoracic endoprosthesis (tgu454515j/12950949) was implanted proximally to the tgu404015j in zone 0 to repair the endoleak. The endoleak was resolved, and the patient tolerated the procedure. On (B)(6) 2015, the patient experienced another rupture of the aortic dissection and expired on the same day. The physician reportedly stated that there was a persistent perfusion from the re-entry which was not covered by the devices and resulted in the rupture of the aortic dissection.